Event description:
It was reported that the straight pin fell out of the collet during sterilization. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
During the investigation conducted by the MFR, it was found that the metal object that fell from the collet was a straight pin. According to the investigation details un-pressing and re-pressing of straight pins into the same hole on the shaft results in lack of tight press fit, thus, causing pin fallout conditions. The sequence of events used to build the pin collets was reviewed and re-training was found to be needed to ensure that pins are not being repressed when building the product.